Event description:
It was reported that in 2007 "the cutwire snapped" during the sphincterotomy. The patient is male and age is unknown. The reported malfunction occurred with a second device. The procedure was successfully completed with a third device and there were no reported adverse effects to the patient.

Manufacturer narrative:
The device has not been received by this manufacturer; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.